Event description:
The customer stated that he tested his blood glucose using his breeze2 and elite meters. The breeze2 read 290mg/dl, while the elite read 90 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.